Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm that stated to change out the site. The alarm number could not be confirmed with tandem's technical support. There was no impact to the customer's blood glucose level. The customer changed the infusion set and resumed insulin delivery.